Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 5 (pressure out of range) occurred during the load sequence. Subsequently, a cartridge alarm (cartridge alarm 19) occurred. The customer's blood glucose level was 400 mg/dl. The customer loaded a new cartridge to address the event.